Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [u2001121] number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the dr. Used vapr vue radio frequency system for the case, the nurse found out he wire and wireless foot switch were not working after connected 228146 coolpulse electrode. Finally, they used other brand's product to complete the surgery. The complaint device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues and the tip shows signs of activation. To test its functionality, the device was connected to a vapr vue generator and was set to maximum power for ablation and coagulate test and it did work satisfactorily for both modes. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to the incorrect connection of the equipment. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:u2001121, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that dr. Used vapr vue radio frequency system for the case, the nurse found out he wire and wireless foot switch were not working after connected 228146 cool pulse electrode. Finally, they used other brand's product to complete the surgery. No patient consequences. The device is available for evaluation.